Event description:
It was reported that the patient never experienced therapeutic effect. The patient's baseline symptoms included inability to digest food, constipation, swollen stomach, pain, severe nausea, fatigue, and fever. The patient had several adjustments, but nothing seemed to work. The patient had a rash on several parts of her body. It was later reported that the caller experienced a shocking or jolting sensation. The patient experienced a lot of pressure and pain and felt like "a coat hanger" was inside her. The patient was running a fever and had severe nausea. The patient expressed frustration over multiple "adjustments". The patient was experiencing bladder symptoms. The patient's bladder was hurting and bothering her. The patient was taking antibiotics for her bladder issues. The patient feels sicker than she did pre-implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was planning to see another physician to "see if he could help her." The reporter stated that the patient had had the device since (B)(6) 2011 and she had had a lot of complications. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Patient, device, and conclusion codes have been updated.

Event description:
Additional information received from the consumer reported that the patient¿s device was put in wrong. The patient had 5 surgeries and should have only had 2. On (B)(6) 2011 the device was put in a good spot and caused pain. The device was moved 1.5 years later because they couldn t take the pain anymore. Then the implantable neurostimulator (ins) went dead due to normal battery depletion and had to be replaced. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).